Event description:
Left sided placement. First wire in the kit became very bent (following success access with micropuncture kit) and customer had to pull another wire to complete procedure. Then following placement and during fluro confirmation of catheter position it was noted unacceptable kinking was observed near the insertion site. Catheter was manipulated but continue to maintain kink. Replaced with second catheter and same issue occurred.

Manufacturer narrative:
The complaint of a kink in the catheter is unconfirmed. No manufacturing defects were found with the surecuff. A complete bond between the cuff and heat sleeve is confirmed. The heat sleeve is fixed in its manufactured position on the catheter. Gross and microscopic examinations of the catheter distal and proximal to the surecuff site reveals no kinks or bends. A line is observed at the manufactured tapered surecuff site. This line is part of the transitional taper. No kink in the catheter was observed. A guidewire from the lab was used to thread through the arterial and venous lumens of the proximal section. The guidewire traversed the length of the proximal section with no difficulty. This was repeated to the distal section with the same results. A lot history review (lhr) of rexh1811 showed no other similar product complaint(s) from this lot number.